Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.

Event description:
The pt reported the infusion set leaks insulin between the needle and the tubing. The pt experienced elevated blood glucose of 415 mg/dl. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion set is not available to be returned for eval.